Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had no power and there was evidence of moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/26/2016 with the following findings: corrosion was found in the battery compartment. The battery compartment was cracked. The battery compartment was cracked on the side from the threads to the cover. A test battery cap was able to carefully attach to the pump. The pump could not power on. There was no further moisture found on the internal components of the pump.